Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a rectocele, a cystocele, vaginal vault prolapse and a vaginal defect. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient experienced mesh erosion and underwent mesh revision with repair of tear on (B)(6) 2006. The patient underwent mesh removal on (B)(6) 2012 due to erosion. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of mesh on (B)(6) 2012 along with urethrolysis and cystoscopy due to extrusion of vaginal wall.

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary frequency, urinary incontinence and urinary tract infection. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary incontinence and urinary tract infection.